Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in the adhesive a the distal end and foreign material on the light guide lens cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for foreign material in the distal end. The gap in adhesive for the light guide lens cover was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.